Manufacturer narrative:
Device received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The troubleshooting was performed for blank display. It was stated that the insulin pump was dropped and it was not turning on. Customer stated that the contacts on the battery cap were neither missing nor damaged. Insert battery alarm was not display on insulin pump screen. The customer was advised to insert new battery and display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.